Event description:
The company received a report where it was claimed that the tube developed a leak during patient use. The source of the leak could not be identified. Replacement of the tube was required. The tube was replaced without incident.

Manufacturer narrative:
No conclusion can be drawn, since no sample will be made available for investigation.